Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The chairs brake is holding on and causing problems.

Event description:
The chairs brake is holding on and causing problems.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.